Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed two other similar product complaint(s) from this serial number. The complaints for this serial number have been reported from the same facility.

Event description:
Per rn - this afternoon I had the loaner u/s to freeze 3 times. I could not do anything on the touch screen or the buttons on the probe. The second time lasted about 1-2 minutes. The screen blinked or flashed and then it started working. The battery was charged at 96 - 98 % each time. Since that time I have used it about 3 hours and no other issues. This file represents the second of three reported events.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. This supplemental is being submitted as the evaluation results, for the second of three reported events will be submitted on medwatch supplemental number 3006260740-2021-01921. H3 other text : device not returned for evaluation.

Event description:
Per rn - this afternoon I had the loaner u/s to freeze 3 times. I could not do anything on the touch screen or the buttons on the probe. The second time lasted about 1-2 minutes. The screen blinked or flashed and then it started working. The battery was charged at 96 - 98 % each time. Since that time I have used it about 3 hours and no other issues. This file represents the second of three reported events.